Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported), resulting in fixture loss. The patient underwent a surgical procedure on (B)(6) 2012 to replace the fixture and abutment.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Correction: the implanted device remains, no device evaluation is anticipated as previously reported. This report is filed october 3, 2013.